Event description:
Reportable based on analysis completed on 18-dec-2014. It was reported that shaft kink and crossing difficulties were encountered.   Vascular access was obtained via the right femoral artery. The 100% stenosed  target lesion was located in the moderately calcified and moderately tortuous left anterior tibial artery. The 4.0mmx30mmx143cm nc quantum apex¿ balloon catheter was advanced for dilatation, however, it was noted that the shaft was kinked and was unable to cross the lesion. The procedure was completed with another of the same device.  No patient complications were reported and the patient's status was good. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a coyote nc balloon catheter. There was blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. The inspection also revealed a complete hypotube separation 73cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination revealed that the distal tip was damaged. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).